Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope and a heart rate of 20 beats per minute. The physician elected to remove the device; once the device was removed it was tested and loss of ventricular output was noted. The device was successfully replaced. The patient was noted to be doing fine post surgery.